Manufacturer narrative:
Of the 3 devices, 3 lot numbers were provided and lot history reviews were performed. Of the 3 reported malfunctions, one device was returned to the manufacturer for evaluation. For one malfunction, the investigation is confirmed for material rupture. For the remaining two malfunctions, the investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model u4150530rx pta balloon dilatation catheter allegedly experienced material rupture. The information was received from various sources. All the three malfunctions involved patients with no patient consequences. The age, weight and gender were not provided for all the three patients.